Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm there was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the bme and confirmed the diagnostic code 1104 indicating a backup alarm failure had occurred once in review of the device event log. The bme powered the device back on and ran it over an hour on a test lung. There was no issue recurrence. The rse advised the customer bme to perform the backup alarm test before returning the device to service and if issue recurs, motor control (mc) printed circuit board assembly (pcba) replacement is the manufacturer's recommendation per the device service manual.

Manufacturer narrative:
The customer biomedical engineer reported that the testing recommended by technical support was completed and there were no further issues. The device was confirmed to be operating per specifications and no failure was identified.